Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned (32) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needle clogged during injection. All returned pen needles were examined and 24 out of 32 samples exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. All remaining samples were tested and were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle clogged during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not re-use."